Event description:
It was reported that during the procedure the sheath got stuck while trying to remove the the access needle and the green wings broke off the the proximal end of the device. It should be noted the the procedure was completed successfully, with no patient impact, medical intervention, or adverse consequences. A 5 minute delay was reported as well.

Event description:
It was reported that during the procedure the sheath got stuck while trying to remove the access needle and the green wings broke off the proximal end of the device. It should be noted the procedure was completed successfully, with no patient impact, medical intervention, or adverse consequences. A 5 minute delay was reported as well.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.